Event description:
It was reported that the bladder of an infusor sv2 ruptured. This occurred during storage; after the device had been filled with fluorouracil and 96 ml of sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between february 21, 2013 and february 22, 2013. The device was returned for evaluation. Visual inspection of the device identified a ruptured bladder in a non-footing position. Microscopic inspection identified markings on the exterior surface of the bladder near the rupture line. This confirmed the reported condition. The cause of the rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.